Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and an off no power. The customer¿s blood glucose level was 205 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error during basal delivery. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported to have received an off no power alarm and no troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit display properly. No blank display or display anomaly noted during testing. No motor error alarm during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners, cracked reservoir tube and stained address/serial number label.